Event description:
D: caller provided the patient's name and device serial number. The patient's device was reviewed in the diq. The caller states the device had a 0 ohms impedance measurement on the atrial lead on (B)(6) 2023 and requested a review. The caller also states there's evidence of atrial undersensing. R: reviews the carelink transmission report from (B)(6) 2023 as well as the pdd decode. Discussed how lead integrity issues can reveal themselves after replacements. Reviewed the product performance for the 2088 tc lead. Recommended: considering a chest x- ray to check for insulation abnormalities in the lead as well as ensuring the lead is properly seated in the header. Repeat the impedance test. Recommended testing of the lead via isometrics, and pocket manipulation recommended reporting findings to physician (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).